Manufacturer narrative:
User alleges the leg of their walker broke and they had fallen. User originally claimed bruising and had not healed. However, no medical intervention is apparent. User has not been able to provide a serial number or model number of the alleged walker involved in the incident. User claims to of discarded the alleged walker. MDR filed based on alleged unconfirmed injury.

Event description:
The consumer states while inside his home, he took 3 steps and the walker leg allegedly fell out of the walker, causing him to fall and sustain bruises.